Manufacturer narrative:
Customer report of loose sewing thread was confirmed. As received, valve was still attached to holder with all green sutures intact at the cutting channels of the holder and the post adapter. Valve was returned with tricentrix holder fully deployed. A loop of white thread, approximately 42cm long, was found extending from the sewing ring around leaflet 2 near commissure 2 on the inflow aspect. A suture hole was observed on the outflow aspect of the sewing ring opposite from the extending thread. The loop of white thread was pulled during evaluation and would not come loose from the sewing ring. Other suture holes were also visible on the rest of the sewing ring around the valve. X-ray demonstrated wireform intact. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: UDI#: (B)(4). Cloth tears or snags typically result from penetration by needle/suture during implant or less commonly non-conformances in the valve assembly process. If a cloth tear or snag resulting in a loose fragment is not detected by the operating team, and the device is implanted, there may be fibers of the cloth exposed to the bloodstream. In a worst-case scenario, a fiber could separate and embolize distally. If the fragment was large enough, it could theoretically serve as a nidus for thrombus in the microcirculation and cause permanent damage to a small amount of tissue. In this case, a suture hole was observed on the outflow aspect of the sewing ring opposite from the extending thread. Other suture holes were also visible on the rest of the sewing ring around the valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Evaluation summary: customer report of loose sewing thread was confirmed. As received, valve was still attached to holder with all green sutures intact at the cutting channels of the holder and the post adapter. Valve was returned with tricentrix holder fully deployed. A loop of white thread, approximately 42cm long, was found extending from the sewing ring around leaflet 2 near commissure 2 on the inflow aspect. A suture hole was observed on the outflow aspect of the sewing ring opposite from the extending thread. Other suture holes were also visible on the rest of the sewing ring around the valve. X-ray demonstrated wireform intact. If action is required, appropriate investigation will be performed.

Event description:
It was reported that a 29mm 7300tfx mitral valve cuff had loose sewing thread.